Event description:
On march 1, 2012, the reporter contacted animas on behalf of her daughter (the patient) and left a message stating "dripping insulin". The reporter did not allege any harm or injury within the message. Multiple attempts by animas to contact the reporter for additional information have been unsuccessful. No additional information was provided. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter alleged a 'dripping insulin' issue. At this time it is unknown what actual device had a 'dripping insulin' issue. It is unclear if an insulin leak was alleged with a cartridge, pump, tubing, or site. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed there was no activity related to the original complaint as there was no data from the date of the reported issue due to continued use of the product. Testing was unable to verify or duplicate the reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.